Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a routine controller change out, along with a dc adapter exchange. The patient utilized the dc adapter per the instructions for use and when they plugged the dc adapter into the controller, the power sources began switching back and forth. They decided to use a different dc adapter and no other incidents occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device summary: the controller dc adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned unit revealed that the device passed visual inspection. Functional testing revealed that the output voltage would fluctuate. An internal inspection revealed improperly soldered components on the printed circuit board. The controller dc adapter performed as expected after the components were re-soldered. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to improperly soldered components during the manufacturing process of the printed circuit board. If information is provided in the future, a supplemental report will be issued.